Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer keeps getting high readings even though he was blousing and using the bolus wizard. Last night the blood glucose was 554 mg/dl. Customer bolused and the blood glucose went down to 456 mg/dl after 30 minutes the blood glucose was 435 mg/dl and customer bolused again, and this morning it was 350 mg/dl. Customer did not eat anything and blood glucose was 372 mg/dl and 421 mg/dl and 464 mg/dl and the current blood glucose was 534 mg/dl. Customer reports the following symptoms related to their high blood glucose were feet and hands cold and numb. Customer treated for high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer just gets warning to check high blood glucose. Customer reported that, the bolus history displays all entries based on their recollection. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.